Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: hospital noticed visible chips on screw heads. The screws are in unopened packages taken from stock. There was no patient involvement. This is 2 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The screw received is contained in a properly sealed synthes package with no evidence of tears or openings of any type. The printed label indicates that it contains a 04.210.114, lot number 6981127. Upon examination through the packaging with a 10 x magnifier, a small burr was found at the tip of the screw. The package was opened to allow further examination. No further burrs or chips were found.